Manufacturer narrative:
The alleged complaint could not be confirmed. Based on provided information, this patient dislocated twice shortly after the index operation. The first revision occurred after experiencing a fall approximately 1 month after the index operation, reference incident group (B)(4). During the first revision operation, the bipolar shell, femoral head, and modular femoral neck were removed and replaced. The patient sustained dislocation again and underwent a second revision 1-week after the previous revision. Patient-specific details, such as age, height, weight, and activity level, are not known. Mpo did not receive any radiographic images to evaluate component positioning. Review of the device history record (DHR) for the subject manufacturing lots indicates that this part was manufactured to specification. Furthermore, mpo has not received any complaint reports involving the subject manufacturing lots. During the first revision operation, a bipolar shell of the same size was implanted as a replacement, the short neutral modular neck was replaced with a long neutral modular neck, and the 26mm head of medium neck length was replaced with a 26mm head of +3.5mm neck length. Based on the devices that were implanted and known clinical history of this patient, this information suggests that the patient may have been experiencing issues with joint instability. The microport hip systems package insert (150803-9) lists "dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity" as possible adverse effects of total hip arthroplasty. Mpo is unable to provide any additional conclusions regarding this event. There were not any trends identified for dislocation involving the subject devices. Mpo will continue to monitor through complaint tracking. Methods: device not returned (4114). Analysis of production records (3331). Trend analysis (4110). Results: no findings available (3221). Conclusions: device met specification. Device was used for treatment. Known inherent risk of device (22). Adverse event related to patient condition (50). Correct type of reportable event: serious injury.

Event description:
Allegedly, bha was performed at (B)(6) hospital on july 10th. On august 12th, the patient fell and the cup was dislocated. The neck and the head were replaced during the re-operation at the (B)(6) hospital. This re-operation is reported as (B)(4). On august 19th, the patient experienced the dislocation of the cup again and was transferred to (B)(6) the hospital for a third operation. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.